Manufacturer narrative:
As the lot number for the explanted lead was not provided, neither a mfg or expiration date could be determined. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
A user facility reported the lead was explanted and replaced due to a "defect." Attempts to f/u with the user facility regarding the allegation were made but were unsuccessful. No add'l info is available at this time.